Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and although the se did not duplicate the customer reported issue, the se re-secured the graphic user interface (gui) to breath delivery (bd) cable. The ventilator passed self testing.

Event description:
Report received that, during patient use, an 840 ventilator was inoperable. The patient was removed from the ventilator. The customer reported that the patient expired. The customer noted that the patient outcome was not related to the malfunction.